Manufacturer narrative:
A historical review of complaints for product (B)(4) was completed from 09-01-2016 to 10-09-2018. This is the only report for this particular drape. A sample was not provided for evaluation for this event; therefore we are unable to identify the potential root cause at this time. If a sample is provided at a later date the investigation will be reopened and an addendum report will be provided. However, the following actions were implemented to prevent these types of events: we will notify our supplier in order to give follow up to this kind of issue and to perform a better investigation. We will continue monitoring our customer complaints database for this and any other issues reported of the same nature in this catalog. There is no additional action taken at this time, but the manufacturer will continue to monitor the trend of this type of incident.

Event description:
The customer stated that the ophthalmic incise drape (B)(4) from the cataract pack/sey44cphgi caused skin tears on the lateral side of the nose to the skin fold under the operative eye and the forehead just above the brow of a patient. The patient was treated with bacitracin ointment to these areas. No further complications to the patient were noted. The event date is unknown.